Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip was degraded where the fiber jacket was stripped, showing signs of usage. Based on analysis results, the reported allegation was not confirmed as visual analysis did not identify a break in the fiber tip. However, the inspection of the fiber identified a break in the fiber body. It is likely that procedural handling of the device during set-up, may have contributed to the event. There could have been a microfracture and when it was connected to the console cause the fiber to overheat leading to the separation of the fiber body from the connector. According to the instructions for use (IFU), the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement.

Event description:
It was reported that when unpacking this fiber, it was noted that it had the tip broken. The procedure was completed with another fiber. No patient complications were reported. Analysis of the fiber identified a fiber body break, and normal degradation, indicating this fiber was used.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip was degraded where the fiber jacket was stripped, showing signs of usage. Based on analysis results, the reported allegation was not confirmed as visual analysis did not identify a break in the fiber tip. However, the inspection of the fiber identified a break in the fiber body. It is likely that procedural handling of the device during set-up, may have contributed to the event. There could have been a microfracture and when it was connected to the console cause the fiber to overheat leading to the separation of the fiber body from the connector. According to the instructions for use (IFU), the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement.

Event description:
It was reported that when unpacking this fiber, it was noted that it had the tip broken. The procedure was completed with another fiber. No patient complications were reported. Analysis of the fiber identified a fiber body break, and normal degradation, indicating this fiber was used.